Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the patient was symptomatic and experienced dizzy spells. The holter monitor exhibited 2 to 3 second pauses. The pulse generator exhibited ventricular oversensing. The device was explanted and replaced.